Event description:
The manufacturer received a voluntary medwatch (mw5105100) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This complaint has been reviewed and the following corrections have been made to reflect a serious injury ocurred and not a death. H(1) has been corrected. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.